Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7085574.

Event description:
It was reported that the patient was no longer getting adequate pain relief from the spinal cord stimulator (scs) device. Database analysis revealed no anomalies, and the implantable pulse generator (ipg) was working as expected. The patient underwent an explant procedure where all devices were removed. The explanted devices will not be returned as they were discarded by the medical facility.